Event description:
The patient was admitted for a procedure in 2008 with a lesion in the mid circumflex. The lesion was 18mm in length and was de novo, heavily calcified and tortuous with 95% stenosis. The lesion was pre-dilated and a 3.5 x 18mm cypher select plus stent was chosen for the procedure. The lesion was tough and initially the stent failed to cross the lesion. However, the physician repeated the procedure for an hour in order to complete the case. The physician then realized that the stent had dislodged from the stent delivery system. The stent delivery system and the stent were safely withdrawn. The case was ceased, and the patient went through medical therapy.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.